Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the lot number was not reported and the product was not returned for analysis. In this case, the device was prepped prior to use without any issue/ leak noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. Based on the reported information, the balloon was able to inflate four times prior to the balloon rupture. It is likely that the balloon outer surface became damaged or compromised against the anatomy and/or other devices resulting in the reported rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the iliac artery. A 7.0x40mm armada 35 was inflated multiple times and on the 5th time the balloon ruptured at an unknown pressure. The device was removed and another non-abbott device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.